Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a hypoglycemic event. The patient was in phone contact with a dexcom technical service representative regarding a sales order. The representative reported that the patient "seemed very out of it, not putting sentences together." At one point the patient said "I'm dying, I'm dying." The representative contacted the police department in the patient's locale. The police department advised that they were sending an ambulance to the patient's address. Patient was taken to the emergency room (ER). It is not known who transported the patient to the ER. In a follow-up phone contact, the patient reported that she did experience a low. At the time of the event, patient was not wearing the continuous glucose monitor (cgm.) There was no alleged device malfunction. At the time of contact, patient is well. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.